Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open arthrodesis per cage, the device is used to ligate small vessels. After several uses, the clips do not pinch properly and does not stay in place. The device had to be replaced to complete the procedure. Several episodes of bleeding occurred and the it extends at about 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open arthrodesis per cage, the device is used to ligate small vessels. After several uses the clip clips do not clamp correctly they do not hold, the devices must be replaced several times and then replaced. The device had to be replaced to complete the procedure. Several episodes of bleeding occurred and the it extends at about 30 minutes.